Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension set is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed an aneurysm in the extension tubing of the catheter. The tubing did not appear to be leaking. No other damage was observed on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the nurse was preparing for a tube flushing operation when she noticed that the extension tube was bulging and replaced it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the nurse was preparing for a tube flushing operation when she noticed that the extension tube was bulging and replaced it. No other information was provided.